Event description:
It was reported that a routine device change-out, externalized conductors were seen via fluoroscopy. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.